Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported, during an implant procedure, diaphragmatic stimulation occurred at lateral and middle cardiac vein with the unipolar lead. Consequently, this lead was withdrawn and replaced. Of note, no stimulation was observed with a bipolar lead at lateral placement. No patient complications have been reported as a result of this event.